Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that patient presented in-office to test the patient notifier. During the previous visit, the patient notifier alert could not be felt. The device remains implanted, but the issue has not been resolved. The patient condition is good.